Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus on behalf of a customer that a loaner device, the evis exera iii video system center, image color was abnormal and it occurred occasionally. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a printed circuit board was faulty, resulting in a sporadic abnormal image with a red color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.